Manufacturer narrative:
Date of event estimated based on aware date. Implant date estimated based on report that stent was implanted sometime in (B)(6).

Event description:
It was reported that the patient died. In (B)(6) 2021, a synergy ii drug eluting stent was implanted for treatment. On an unknown date, the patient was found deceased. The physician thought it may have been stent thrombosis. No additional information has been made available at this time.